Event description:
This report is for 1 unknown spine product where it was reported that during a prodisc-l procedure at l5-s1, the surgeon trialed the patient and determined that he needed a large or a medium 11 degree implant. The sales consultant on site for the procedure did not have these specific sizes in his set and had failed to notify the surgeon prior to the procedure. A large and medium 11 degree implants were found at another hospital and the asc drove the implants to the account. When he met the police at the halfway point, he realized that the large implant had already expired. The surgeon trialed the medium that was delivered to the hospital but it did not fit, nor did any of the available sizes. The surgeon then proceeded to fuse the patient with a 14 degree ldr cage. The product has not been returned for investigation and no further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number or part number was provided. Placeholder.